Event description:
Hospital reports that during preparation, air bubble was observed in the lumen of a 4-valve manifold packaged within a convenience kit. Flushing was performed several times but could not de-bubble. There was no patient injury. The used device will be returned by the hospital.